Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump bolus history shows a combo bolus performed for 4.45 units at 6:14am on (B)(4) 2012. The black box history shows a normal 10 percent combo bolus delivery with the remaining bolus delivered as extended bolus. A 10 unit combo bolus with a 10/90 ratio was performed successfully. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history.

Event description:
On (B)(6) 2012, the patient's dad/reporter claimed his son¿s blood glucose was elevated at 370 mg/dl and 240 mg/dl reportedly due to the incorrect setting issue. Reportedly, the subject insulin pump's bolus combo was set at 10/90 for one hour but the pump delivered at 50/50. The patient did not have any symptoms to suggest acute complication of diabetes at the time of concern. The reporter was able to treat the patient with an insulin injection. The reporter indicated that this morning the patient's blood glucose is fine since they are not using the combo bolus setting. During troubleshooting, the bolus combo issue could not be duplicated. The bolus combo of 10/90 did not inadvertently change to 50/50 as indicated by the reporter. The subject pump was requested back for investigation. This complaint is being reported due to the alleged bolus combo issue. There is no evidence that the patient suffered serious injury. The patient's blood glucose and asymptomatic condition did not meet animas criteria of a serious injury.